Manufacturer narrative:
The customer callback and stated after further research into the cause of the mangled lens in the injector, they later discovered that this incident was the result of a loading error and not related to the lens or injection system. (B)(4).

Event description:
It was reported that the aq2015a three piece silicone lens was mangled in the epiphany injector - not in the eye. Replaced and tried again with success. Additional information was requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide).(B)(4): evaluationmethod - lens work order search.results:visual inspection of the returned lens showed a haptic was bent and a clear surgical residue on the lens. A lens work order search was performed and there were no similar complaints found. Conclusion (no conclusion can be drawn):based on the complaint history, work order search and product evaluation, we were unalbe to determine a specific root cause of the event. (B)(4).